Manufacturer narrative:
(B)(4).

Event description:
It was reported the sjm representative met with the patient for an scs system interrogation and was unable to establish communication between the patient's ipg and multiple external devices. It was determined the patient's ipg is inoperable. Subsequently, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced, which resolved the reported issue.